Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 1.6, lab: 2.5. Date: (B)(6) 2009, inratio: 1.6, lab: 2.4. Patient has used meter for over 5 years.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter inr: 1.6, lab inr: 2.5, mean: 2.05, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product strip accuracy testing is not required. Additional correlation data was given by the customer: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user: meter inr: 1.6, lab inr: 2.4, mean: 2, confidence limits: 1.3-2.7. The time elapsed between tests was not given. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product strip accuracy testing is not required. Meter is expected to be returned and functional testing will be performed upon receipt. As of (B)(4) 2009, 2 discrepant results complaints were reported for lot #214429 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Product deficiency not established at this time.